Event description:
The patient was having open heart surgery and was on bypass when the oxygenator pack failed. Patient was found to be at 41% po2 for possibly up to 5 minutes. Immediately switched out oxygenator; took patient off bypass; checked o2 flow and o2 tank. Failed oxygenator pack sequestered.